Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Intraocular lens (iol) was returned outside of the device. The device was returned in a clear plastic bag. The lock out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. Iol returned in a sample container wrapped in cling film. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken or torn and not returned, the other haptic is intact. The optic is cracked or fractured and scratched or marked rejectable with a piece missing. The returned photo shows an implanted iol. There appears to be scratch or marks on the optic surface. The product investigation could not identify the root cause for the reported complaint 2 scratches on iol optic as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of two scratches were found on the intraocular lens (iol) optic during implantation. The lens was removed and replaced with another lens, and the surgery was completed. Additional information has been received and stated that after follow-up, vision issues was not observed.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The returned photo shows an implanted iol. There appears to be scratch or marks on the optic surface. The manufacturer internal reference number is: (B)(4).